Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan and two cylinders and detached inlet tube were received for evaluation. Examination and testing of the returned components revealed a separation in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion adjacent to this separation, indicating the tube had kinked onto itself. Tow sutures were attached to both cylinders. No functional abnormalities were noted with either cylinder or detached tubing. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of the pump concluded that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable.a titan touch, two cylinders and detached inlet tube were received for evaluation. Examination and testing of the returned components revealed a separation in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion adjacent to this separation, indicating the tube had kinked onto itself. Tow sutures were attached to both cylinders. No functional abnormalities were noted with either cylinder or detached tubing. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of the pump concluded that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4857191. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4857191. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing leakage.